Event description:
The patient observed the low battery flag on (B)(6) 2011. It was identified that the battery was exhibiting passivation. The flag was cleared by the st. Jude medical representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.